Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the op-check for therapy pca. There was no patient involvement.